Manufacturer narrative:
Investigation summary: a review of the complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Customer reporting false positive sofia sars results for 1 patient of unknown symptomatic status. The patient sample from one nostril was tested 2 times on separate analyzers with both results sars positive. A patient sample from the second nostril was then tested 2 times on separate analyzers with both results sars negative. A new sample from the same nostril that provided the initial positive sars results was retested 2 times on separate analyzers with both results sars negative. No other confirmatory testing completed. 2nd report of 2 positive results.